Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A gradual decrease in hearing performance with the device over the last year was reported. There was no accident or trauma reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
A gradual decrease in hearing performance with the device over the last year was reported. There was no accident or trauma reported. The recipient was re-implanted.